Manufacturer narrative:
RMA issued. Replacement part was shipped 07/26/2011. Investigation of suspect camera shows tracking was found to be normal throughout the volume during functional testing. The psu passed the aak test at .10mm with normal line separation of 1.04mm. The psu passed a second set of tests with similar results. No problem found. The psu was found to be fully functional.

Event description:
A medtronic rep reported the camera on the system was out of calibration causing passive reduced volume (prv) on their stealthstation treon navigation system. This event did not occur during surgery and no pt was present.